Event description:
The clinic reported that a pt treated for a prk vision correction in both eyes presented eight days post op with severe photophobia. At the time, the pt had new bandage contact lenses inserted. Two days later, the pt returned to the clinic and was diagnosed with epithelium growths. The clinic speculated that the pt may have a (B)(6). No infiltrates were observed. The pt was prescribed vigomox, vancomycin, ploytrin and pred forte. In addition, the pt's eye lids were treated with betadine and sterilid prep. Nine days after the initial treatment, the pt returned to the clinic and reported feeling much better. Examination of both eyes revealed an improved epithelium healing. The pt's visual acuity at two weeks post-op is 20/30 in the od and os eye.

Manufacturer narrative:
(B)(4). No clinical support or service was requested. Customer reporting incident only.